Manufacturer narrative:
(B)(4). Philips has not been able to determine how the module dropped. There is no indication that there was any mounting problem or any malfunction that caused the drop. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that their microstream co2 extension (m3015a) dropped. No patient harm was reported.